Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, noise on the atrial lead was noted causing episodes of inappropriate automatic mode switch. There were no consequences to the patient.